Manufacturer narrative:
Additional information was received on 1/20/2020. The patient's date of birth was obtained and populated in a2. The capsular contracture was baker grade IV. Additional information was received on 2/5/2020. An explant is planned for (B)(6) 2020. 2. Is other serious - uncheck 2. Is required intervention -check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The patient plans to have new unspecified implants placed on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Concomitant medical products: 450cc mentor memorygel breast implant, catalog #3504504bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 450cc mentor memorygel breast implant experienced left sided capsular contracture post procedure. The breast was firm, tight, and painful. A diagnosis of capsular contracture was confirmed by the physician¿s office. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on july 3, 2020. The patient's weight has been updated and populated in a4. In addition to the capsular contracture reported initially, silicone leakage within the capsule was noted. 1. Is product problem- check. Reason for device explant and/or reoperation: capsular contracture/rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device evaluation was updated to add the following statement based on the recently updated event: hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 7, 2020. The replacement devices were 375cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on may 8, 2020. The explant was rescheduled to (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 6, 2020. When the devices were explanted, they were not replaced. The patient does not plan to replace the devices in the future. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on august 22, 2020. The analysis has begun but is not complete at this time. When the investigation analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 7, 2020. Four days after implant ((B)(6) 2019) the patient presented with hematoma. On april 20, 2020 the patient had 600mls of blood evacuated, and 300mls evacuated on april 23, 2020. The patient required an additional hospital stay in the intensive care unit and two units of transfusion. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 17, 2020. Device evaluation summary: during the visual inspection, the device was found to be ruptured and incomplete. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 7688586 number, and no non-conformance related to the reported complaint condition were identified. Manufacturer¿s reference number: (B)(4).